Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. Three days post-implant procedure, the closure device was noted to have embolized into the abdominal aorta. The patient was reported to require reanimation and remains in the hospital. There has been no further intervention at the time of this report.

Manufacturer narrative:
H1: type of reportable event switched to "death". H6: patient codes, impact codes corrected and updated.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. Three days post-implant procedure, the closure device was noted to have embolized into the abdominal aorta. The patient was reported to require reanimation and remains in the hospital. There has been no further intervention at the time of this report. It was further reported that the patient was discharged the day following the implant procedure, however was re-hospitalized three days later due to severe leg pain and paralysis. The patient was diagnosed with lower limb ischemia and axillobifemoral bypass was performed. The patient developed cutaneous and subcutaneous necrosis, progressing to acute renal failure. The patient was noted to have died 20 days after re-hospitalization from acute renal failure as a result of the embolized watchman closure device. The patient did not experience cardiac arrest and reanimation as previously reported.